Event description:
Wound dehiscence (evisceration). Spontaneous report received in 2005 from a physician regarding pt, who underwent a partial gastrectomy in 2004. Two sheets of seprafilm were placed. The following month, the pt developed wound dehiscence with evisceration. The pt underwent abndominal closure with retention sutures. The pt recovered without sequelae 11 days later. The intensity of the event was reported as severe. Concomitant medications included flomax (tamsulosin hydrochloride), synthroid (levothyroxine sodium), prandin (repaglinide), starlix 9nateglinide), protonix (pantoprazole sodium), and tylox (acetamionphen and oxycodone hydrochloride). It was the opinion of the physician that the event was possibly related to seprafilm.